Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The common cause of the broken pitch cable is attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the permanent cautery hook instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the instrument log showed the permanent cautery hook instrument (part# 470183-14 / lot# n10211104-0002) was last used on (B)(6) 2022 during this reported procedure with system (B)(4). The permanent cautery hook instrument had 2 uses remaining. Images of the permanent cautery hook instrument related to this event were received. A review of one of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it looks like the instrument¿s pitch cable is broken." The root cause of the failure mode cannot be confirmed without the returned device. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this permanent cautery hook instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the permanent cautery hook instrument would not move. The customer removed the permanent cautery hook instrument and discovered that the wire was broken. There was no report of any fragments falling inside the patient. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.